Event description:
Patient reported that the device had been intermittently generating code errors. Patient indicated that, due to an error message, he was unable to obtain a blood glucose result. Patient reportedly delivered 40 units of nph insulin and decided to "play it by ear" to determine how much regular insulin to administer. An unspecified time later, patient reportedly tested blood glucose on a friend's device and obtained a result of 390 mg/dl. Based on this value, patient sought treatment at a clinic where, 22 minutes later, blood glucose measured 540 mg/dl (on clinic's blood glucose monitor). Patient stated that he was given intravenous fluids to "thin blood" and was transported, by ambulance, to a hospital. Patient indicated that, upon arrival in the hospital 2 hours later, blood glucose was measured on a hospital device with a result of 275 mg/dl. No additional treatment was received. Patient noted that he self-treated by delivering regular insulin (amount not provided). Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.